Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04390. It was reported the pt had stopped charging her ipg many months ago due to heating while using the charging system. The pt reported the ipg was unable to communicate with external devices. The pt did not want a replacement charging system. Ref MFR report: 1627487-2012-04870 for the lead issue.

Manufacturer narrative:
Recall numbers - 1627487-12192011-003-r; 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.